Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer's technician exchanged and adjusted the reagent probe and verified the analyzer was operational. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ureal urea/bun results for one patient tested on a cobas 8000 c (701) module. The patient's initial ureal result was reported outside the laboratory. The patient's doctor complained about the value of determination. The customer performed repeat testing with the same sample on a different cobas 8000 c (701) module. At 17:23, the patient's initial result was 15.2 mg/dl. At 18:18, the patient's repeat result was 96.8 mg/dl. The customer determined the repeat result was correct. The ureal reagent lot number was 544718 with an expiration date requested but not provided.